Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited intermittent undersensing. The device was successfully reprogrammed on 1/14/2015. The patient would continue to be monitored.